Manufacturer narrative:
The customer¿s report of a pitocin over infusion was not confirmed. The pcu event log showed pump module s/n (B)(4) was programmed to infuse "oxytocin intrapartum" 30unit in 500ml at a rate of 4ml/hr with a vtbi of 450ml at 6:22 am on (B)(6) 2015. The device was channeled off approximately 10 minutes later. The volume recorded as being infused during this timeframe was 0.655ml. At 6:34 am, the user changed the rate of the primary infusion of lactated ringers running at 125ml/hr on pump module s/n (B)(4) to 999ml/hr and started the infusion which ran until 7:17 am, when it was channeled off. The primary volume recorded as being infused during this timeframe was 720.068ml. Visual inspection and internal inspection showed no issues. Functional and rate accuracy testing were within specification. The root cause of a pitocin over infusion was not identified.

Event description:
The customer reported that pitocin 30units in 500ml ns was started at 4units/hour, and 8 minutes into the infusion the baby¿s fetal heart tones decelerated and the user noted the IV bag was empty. The pitocin was stopped and lactated ringers was hung at 150ml/hour. The patient (mother) also received terbutaline 0.25mg subcutaneously, a foley catheter was placed, and vital signs were checked more frequently.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.